Event description:
The complainant alleged that during incoming inspection of the product, the device's universal cable connector was damaged and would not allow the device to discharge. The suspected cable was mistakenly discarded by the complainant and will not be returned to zoll for eval. A replacement cable was forwarded to the complainant. The complainant indicated that the device is now operating properly. There was no pt involvement with the reported failure.